Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several calibration error alerts. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 200 mg/dl compared with the sensor glucose reading of 70 mg/dl. The customer's blood glucose level at the time of call was 266 mg/dl. The customer was advised to monitor the problem and call back if problems persisted. The product was replaced, however no products were returned for analysis.